Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced dizziness and feeling unwell. An ambulance was called and the patient was brought to the hospital. When a fingerstick was taken the cgm reading was 21.4 mmol/l, and the blood glucose reading was 2.1 mmol/l. The patient was unsure of what medication was given but assumed that she was treated with intravenous fluids. The patient was eventually hospitalized for 10 days. The patient stated that this was necessary in order to analyze the data from the pump, but no further information was reported regarding this. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.